Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely on black screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all-in-one (aio) display/motherboard assembly was dead and unable to power up. A field service engineer replaced the aio assembly and configured the networking. Verified functionality via hardware test application (hta) and application with no issues. The system functioned as intended after the field service engineer repaired the device.